Manufacturer narrative:
(B)(6). The device was returned for analysis. Visual inspection revealed the lapjoint section was kinked. Microscopic inspection revealed a hole in the imaging window near the lapjoint section. Fluid was leaking from a hole in the imaging window.

Event description:
Reportable based on device analysis completed on 08jun2021. It was reported that a leak occurred. During flushing of an opticross hd imaging catheter, it was noted that liquid was leaking at the lapjoint where the proximal and distal sheath were joined. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed a hole in the imaging window.